Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other: na.

Event description:
Caller alleges that the inform meter contact pins are melted together and blackened. No sign of melting on base. No adverse event reported. Requested return of suspect device and replacement was sent.